Manufacturer narrative:
The used device has been returned to angiodynamics and the device evaluation is in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, patient had a smart port implanted in (B)(6) 2016. The port worked well until recently when the patient went for an infusion through the port and their neck started to swell. The port was found to be severed at the 14cm mark on the catheter (the total length was approximately 25 cm. ) and was eventually removed. The distal portion was detached, the patient needed to go to cath lab and have the catheter snared out. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse trends were indicated. As received, the smartport appeared used. The catheter tubing was attached to the port. As reviewed, the catheter was attached at the 25 cm mark, blue boot is in place. Catheter is severed/fractured around 14 cm mark, i.e. The fracture is 11cm from the port body. The fracture is jagged in appearance and is perpendicular to the catheter lumen; this is indicative of a flexural fatigue failure of the tubing. A cross section of the catheter tubing was taken near the fracture and the catheter was found to be normal in appearance and both ID and od measured within specification. The reported complaint description of catheter fracture was confirmed. The catheter tubing had a fracture that was jagged in appearance and perpendicular to the catheter lumen;this is indicative of a flexural fatigue failure of the tubing. Given the location of the fracture from the port (11cm) and information that the doctor does not believe the fracture was the result of "pinch-off" syndrome, the placement of the port was likely in the ij. The fracture location is consistent with the area where the catheter tubing enters the ij. The likely root cause of the catheter tubing is flexural fatigue failure of the tubing at this ij location. The rest of the catheter was found to be normal in appearance and measured within specification the directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome" and other potential complications. (B)(4).